Event description:
Customer reportedly received results of 439 mg/dl and 188 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. Customer indicated the discrepant results were noticed this past week. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip number 549222, expiration date 10/31/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.